Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the malposition can be most likely attributed to both patient (horizontal anatomy) and device handling. There was no indication or allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the first 26 mm sapien valve was positioned 40:60 aortic/ventricular; however, during deployment the valve moved approximately 1-2 mm ventricular and landed 15:85 a/v. Per report, during deployment the surgeon had been instructed to move the valve more aortic; however, the fluoro timed out after 10 seconds and the valve was unable to be repositioned. The patient remained stable and the decision was made to deploy a second valve. A second 26 mm sapien valve was deployed in a 50:50 position within the first valve in order to secure the first valve and seal the annulus. The patient was discharged to the ICU in stable condition. Per report, the patient¿s aortic valve was severely calcified, the aortic root was mildly calcified, the ejection fraction was 20%, the sinotubular junction (stj) measured 26 mm, the sinus of valsalva (sov) measured 32 mm, the patient had mild ventricular septal hypertrophy and mild mitral annular calcification (mac). In addition, the image intensifier angle was fair and the coaxial alignment of the delivery system and valve was noted to be good, ventilation was held and there was no loss of pacing capture during deployment. The 15:85 a/v position was attributed to the delivery system not being held in position with enough resistance to prevent ventricular movement during deployment and the patient¿s tough horizontal anatomy.